Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient monitored on an mp20 at the information center expired however an arrhythmia alarm was expected but was stated to have not "sounded". The incident occurred in (B)(6) 2017 between 6 pm and 8 pm. The patient expired.

Manufacturer narrative:
No device malfunction occurred. Per communications with the fse, the customer is not claiming that the device was a contributing factor in the patient death. A review of the logs for the patient in bed a4 on (B)(6) 2017 between 18:00 - 20:00 indicate that asystole alarms, as well as some fib/tachy and tachy alarms, occurred for the patient which were silenced by the users. The fse also stated that testing performed by the customer found the system operating/alarming to specifications. The system remains in use at the customer site. This is considered a user alarm handling issue. No patient information was provided.